Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3889-28, lot# v052586, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient needed an MRI due to pain in their hip. It was stated the patient told their doctor their implantable neurostimulator (ins) was not working. It was unknown when this started.